Event description:
The customer reported pain and discomfort while pumping. Medela customer service went over correct sizing and advised to see a lactation consultant.

Manufacturer narrative:
The customer was sent a courtesy 30 mm breast shields and advised that she be properly fitted by a lactation consultant. Attempts to follow up with the customer to get additional complaint information were unsuccessful. Should additional information, resulting in new, changed, or corrected information, a follow up report will be filed at that time. On (B)(6) 2013, a medela clinician spoke with the customer and she reported that she has received replacement breast shields sent by cs. She has also gotten help from hospital lc where customer works as an rn. Lc found she has a yeast infection and her baby has thrush. Both are being treated with prescription medications and topical gentian violet. Customer feels the situation is improving. She steam-sterilizes pump parts after each use and sterilizes them in boiling water each evening, which is important to prevent reoccurrence of yeast infection. This issue is resolving to customer's satisfaction and further clinical follow-up is not indicated. Customers using 27 mm breast shields ((B)(4)) reporting a breast shield sizing issue is currently being investigated under (B)(4).